Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing and low r-wave amplitude. The device was reprogrammed to a different vector, and technical services provided testing recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t-wave oversensing and low r-wave amplitude. The device was reprogrammed to a different vector, and technical services provided troubleshooting recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.